Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on ((B)(6)2010). This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 683283 left, 683283 right. My model number is ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2010. This is a list of my side effects and symptoms that I have experienced due to essure: - pain in my right shoulder blade/upper back with burning/tingling and numbness in right hand - severe vaginal bleeding causing low iron and low ferritin. - night sweats. - sensitivity to metals (skin rashes when wearing jewelry). - sleep apnea. - bloating/body aches/feeling drained. - headaches. - pelvic pain (cramping periodically, pain with intercourse). - endometriosis. - acne/excessive sweating. I have been seen by twelve or more doctors, specialists, and physical therapists due to side effects I have been diagnosed with the following conditions chronic pain in shoulder blade and upper back; excessive bleeding, and acute headache. I have had the following surgeries due to essure - essure removal due to bleeding and pain (B)(6) 2014. The device has been removed (B)(6) 2014. The device was not returned to the manufacturer. The device was requested in writing to be attained at (B)(6).